Event description:
Additional information has been received and sated that, the advancement of the iol stops as soon as surgeon release the speed regulator. This was not the case. Although the advancement was stopped, the iol continued to be transported in the injector and thus arrived (uncontrolled) in the eye. The surgeon is very experienced and recognised the danger in time,so there were no complications. The advance of the iol could not be controlled.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when finger was off at the plunger, yet the thrust continued. The implantation went well during the surgery. Sometimes a slight touch was enough and the thrust continues. The sensitivity of the shooters doesn't seem identical. There was no patient harm reported. Additional information has been created. There are two reports associated with this file. Thus is 1 of 2.